Manufacturer narrative:
It was reported that approximately 2 months after an initial bunion surgery, both (2) biplanar plates were found broken upon reviewing radiographic images from a postoperative follow-up. All hardware was removed and the patient was revised with tmc hardware. The device history records were reviewed and no issues were identified during the manufacture and release that could have contributed to what was reported. Although a number of factors could have contributed to the breakage of the plates, the most likely cause cannot be determined based on the available information and since the device was not returned. However, it is likely the plates were subjected to excessive bending stresses which lead to their breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, it was observed that both (2) biplanar plates broke upon reviewing radiographic images from a postoperative follow-up. All hardware was removed in a revision surgery on (B)(6) 2019 and the patient was revised with tmc hardware. There was no other report of any patient impact or injury as a result of this event.